Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 customer reports: kept on getting insulin flow blocked, it happens every 5 mins. Rfr codes: no delivery/occlusion alarm during therapy. The pump history download was successful using thus. Per visual inspection: unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with scratched display window, case and stained keypad overlay. Missing display window cover. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The unit power up properly after battery installation. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow block alarms noted during testing. During download review, evidence of no delivery alarms found during complaint report date of (B)(6) 2021. Starting at 00:06:00, 00:11:30, 01:23:00, 01:28:00, 09:11:00, 09:23:08, 09:24:00, 09:42:27, 10:26:22, there were 9 no delivery alarms per long trace history file, pump history file and adapt tool findings. Last no delivery alarm on (B)(6) 2021 at 10:26:22. Events that occurred before alarm occurred, on 07/05/2021 at 10:25:08 a bolus wizard estimate with a correction of 2.9 u was programmed with an active insulin of 0.0 u. In summary, customer allegation of no delivery alarms was not confirmed during testing. However, the customer complaint of no delivery alarms aprox every 5 minutes was confirmed via data analysis of pump history files. Unit may have had an intermittent failure not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm and it was resolved. The customer stated that same issue occurred again and it happens every 5 mins. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.